Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information.

Manufacturer narrative:
The device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that that during an implant procedure the implantable pulse generator (ipg) failed to sense the patient's atrial activity, and therefore no stimulation was delivered in the ventricle. An ipg parameter evaluation detected no anomalies. The ipg was exchanged to another ipg that exhibited the same atrial sensing problem, however adjustment of the detection and pacing polarities to unipolar resolved the issue and the implantation of the ipg was completed. No patient complications have been reported as a result of this event.